Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus tip did not match the cursor on the top left of the programmer screen. It was also noted that the electrocardiogram (ECG) and electrograms (egm) could not be adjusted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus was out of specification electrical. It was noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.